Manufacturer narrative:
Upon additional detailed device testing this event will be updated and filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance

Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) was returned with no allegations. Initial laboratory analysis confirmed that the device had a shorter elective replacement indicator (eri) to end of life (eol) time which indicates that the device was out of specification. Detailed analysis will be conducted after which this event will be updated. No adverse patient effects were reported.